Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter displayed an error message. In addition, the patient reported that the subject meter was testing in settings mode. The complaints were classified based on the customer care advocate (cca) documentation since the patient could not be reached by the medical surveillance specialist (mss) to obtain additional information. The patient stated that the alleged product issues began at 9:15am on (B)(6) 2015. The patient denied taking any form of medication in order to manage their diabetes and it is not known if the patient took any action in response to their regular diabetes management regimen routine as a result of the product issues. The patient reported that approximately 10 minutes after the product issue first occurred they felt the symptom of ¿sweaty¿. It is not known what medical treatment, if any, the patient received in response to this symptom, however. At the time of troubleshooting the cca noted that the issues could not be resolved by walking through a retest. Replacement products were sent to the patient. These complaints are being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.